Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was discovered in the inner pouch of a vascular probe. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and loose particulate matter (pm) was identified on the outside wall of the inner pouch. The pm was inspected under the microscope and it was determined to be fiber. The size of the fiber was determined to be above 0.80 mm squared and was out of specification. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.